Event description:
It was reported while using bd whitacre high flow pencil point spinal needles, sterile, single use the needle broke during use. The following information was provided by the initial reporter: needle broke off in patient, CT scan and incision required for removal

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-oct-2022. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, the needle was observed to be broken. It was noted the stylet was bent, indicating it was repositioned. A review of the device history record was performed for reported lot 8123892 and no quality issues were found during production that could have contributed to this incident. Based on the sample evaluation, it was determined this incident was likely caused due to repositioning the needle during use, this action can lead to needle breakage.

Event description:
It was reported while using bd whitacre high flow pencil point spinal needles, sterile, single use the needle broke during use. The following information was provided by the initial reporter: needle broke off in patient, CT scan and incision required for removal.